Event description:
It was reported that there was an issue with the speaker and vibrate function of a customer's insulin pump, with the speaker not being audible. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.